Manufacturer narrative:
(B)(4). Batch number: p59059. Investigation summary: the analysis found that one pse60a device was returned with no apparent damage and with no cartridge loaded on the device. The device was tested for functionality in the straight position with a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. The analysis results showed that one gst60w cartridge reload was received no loaded on device. The reload was received partially fired 1/3 and with damage on cartridge deck. No functional test was performed due the condition of the reload. The damage to the cartridge is consistent with the device being clamped over a hard object. To mitigate the potential for staples getting into the cartridge and interfering with the knife path during device firing, prior to reloading the device, rinse the anvil and cartridge jaw in sterile solution and then wipe the anvil and cartridge jaw to clean any formed but unused staples from the device. Additionally, proper care should be taken when placing the device on the tissue to be stapled, to ensure that no hard obstruction such as a clip is included with the tissue inside the jaws. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.

Event description:
It was reported that during the left lateral hepatectomy, when severing the hepatic pedicle, could not fire farther after fired a half. Another device was used to complete the surgery. There were no adverse consequences to the patient.